Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a superficial skin infection close at the ipg site. The physician did not think the ipg site was infected. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted product was not returned, the facility kept it.